Event description:
The patient underwent a cardiac procedure. The coronary sinus catheter was inserted into the patient. The clinician could not read pressure or inject through the catheter, during the case. The physician converted the case to a sternotomy.